Event description:
Device 1 of 2: reference MFR. Report#3006705815-2018-01626. Additional information identified that there were no complications due to aspiration (reference MFR. Report #¿s 3006705815-2018-01627, 3006705815-2018-01628). Reportedly, pain in the feet almost resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report#3006705815-2018-01625. It was reported that post the lead replacement procedure on (B)(6) 2018 (for the damaged lead, reference MFR. Report #¿s 3006705815-2018-01625,3006705815-2018-01626), the patient complained of pain in their feet (described as burning pain). The patient was taken back to the operating room to evaluate the lead placement. It was noted the second (left) lead was likely intrathecal. As such the lead was removed. Only one scs lead was left implanted. Follow-up appointment revealed pain persisted.